Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his insulin pump is alarming. Customer stated that the drive support cap is loose and she pushed it in the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No prime alarm. However, the insulin pump was received with loose drive support disk. Missing end cap sticker.